Event description:
It was reported that the customer passed away in the hospital from brain injury. The caller stated that the customer had been in and out of the hospital for months, and had been off the insulin pump therapy for a year. He was not using the insulin pump because he did not have insulin pump supplies. He was hospitalized on (B)(6) 2014. The caller stated that the customer's blood glucose was a mess and that gave him congestive heart failure. The customer became ill on (B)(6) 2014. The customer had heart disease, kidney failure, urinary tract infection from the catheter input, diabetes, neuropathy, and high blood pressure. The caller stated that the customer had infection of the big toe leading to amputation. The customer had been in the hospital 10 times since (B)(6) 2014, had high blood pressure, high and low blood glucose levels. The customer did not use sensors. The last known blood glucose was 334 mg/dl, on (B)(6) 2014 at 6:30am. But when the paramedics checked it showed 114 mg/dl.

Manufacturer narrative:
The insulin pump was received without a battery in the battery tube. A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing including the prime, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. The data analysis could not be performed as the insulin pump was received with no battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information was received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.